Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage from a pinhole on the bending section cover (a-rubber), that disallowed normal reprocessing of the device. A further cause of the leakage could not be presumed. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use (IFU): IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material inside the air/water tube. There were no reports of patient involvement.